Event description:
File separated in the canal during a procedure. The root wall was subsequently perforated while attempting to bypass the separated piece with a hand file. As a result, an apicoectomy was performed to preclude permanent (irreversible) damage to a body structure.